Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 14 mmol/l at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer stated they went into the bath with the insulin pump and when getting out, the pump started alarming. The customer was not able to clear the alarm (it was a pump error but no number visible). The customer stated when they tried clearing the alarm the display went blank. When putting in a new battery the insulin pump started alarming again and then the display went partially blank. The customer was unable to check the pump error number. There seems to be moisture in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments/partial display.